Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited no capture at high output and undersensing of p-waves. The physician elected to cap and replace the ra lead. No patient complications have been reported as a result of this event.